Event description:
The account alleged when they engage the brake pedal, the foot casters are not holding but the head casters will hold. The account stated, she can see a piece broken under the bed frame.

Manufacturer narrative:
Repairs have not been completed.